Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("patient had retain the essure or any portion of it after removal") and genital haemorrhage ("heavy bleeding/ uncontrollable bleeding") in an adult female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 2013, (B)(6) 2014) and wisdom teeth removal. She was not allergic to nickel or any other component of essure. Patient had essure confirmation test (dye type test) done result not provided. Surgical pathology report on (B)(6) 2016, diagnosis: uterus and cervix, hysterectomy-benign cervix, negative for dysplasia and malignancy, weakly proliferation endometrium, negative for hyperplasia and malignancy. Fallopian tubes, bilateral salpingectomy-benign bilateral fallopian tubes, no significant histologic change. CT abdomen and pelvis with and without contrast on (B)(6) 2016, impression was no acute intra-abdominal disease process, right ovarian cyst. Previously administered products included for an unreported indication: paxil. Concurrent conditions included overweight (bmi 28.319), uterine bleeding, vaginal bleeding and nausea. Family history included myocardial infarction (father). Concomitant products included clonazepam and ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain/ severe menstrual pain"). In (B)(6) 2015, the patient experienced depression ("depression") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuations"). In 2015, the patient experienced menorrhagia ("uncontrollable, prolonged and heavy menstrual cycles/ bleeding for long periods of time (months)/ menstrual cycles would last months at a time with few days in between"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced pelvic pain ("pelvic pain (chronic)"), menstruation irregular ("irregular menstrual cycles"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), anxiety ("anxiety"), back pain ("back pain (dull and constant chronic)"), uterine pain ("uterus pain (intense, sharp, cramp)"), migraine ("migraines"), mood swings ("mood swings") and abdominal pain lower ("cramping"). The patient was treated with (), citalopram, oral contraceptive nos, paracetamol (tylenol regular) and surgery (total laparoscopic hysterectomy, removal of tubes, essure and uterus). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fatigue, weight fluctuation, dyspareunia, abdominal pain, uterine pain, migraine and complication of device removal outcome was unknown, the genital haemorrhage, pelvic pain, dysmenorrhoea, menstruation irregular, back pain, menorrhagia and abdominal pain lower had resolved and the depression, anxiety and mood swings was resolving. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, uterine pain and weight fluctuation to be related to essure. The reporter commented: there was no any complication or problem that occurred at the time of essure placement procedure. The patient tolerated the essure removal procedure well and transferred to recovery room in good condition. She has not sought medical treatment for alleged injuries of menstrual pain, abdominal pain, back pain, fatigue, weight fluctuations. Uncontrollable bleeding and cramping stopped as soon as she recovered from partial hysterectomy. Previous birth control use within 5 years preceding essure placement: condoms ((B)(6) 2010-(B)(6) 2015) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Biopsy uterus - in (B)(6) 2016: results: clear. Pregnancy test urine - on (B)(6) 2016: results: negative. Ultrasound scan - in (B)(6) 2015: results: nothing unusual discovered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Reporter information were added and updated. Historical drug were added. Outcome of event mood swings, heavy and prolonged bleeding, irregular cycle, menstrual pain, back pain, pelvic pain were updated. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 24-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff/consumer in united states. It refers to the consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent sterilization. Shortly after undergoing the essure procedure, she began to suffer severe menstrual pain and heavy bleeding. She had tried taking birth control pills to help with her heavy bleeding and to help regulate her cycle. However, birth control medication has been unsuccessful in curbing her menstrual pain, irregular menstrual cycles and heavy bleeding. She also had depression, fatigue, weight fluctuations and pain during intercourse. In (B)(6) 2016, she was prescribed citalopram to treat anxiety and depression. In (B)(6) 2015, ultrasound was done and nothing unusual was discovered. Uterine biopsy was also done and was also clear. She was planning on undergoing a partial hysterectomy on or around (B)(6) 2016, during which she plans to have her uterus, fallopian tubes and essure coils removed. Quality-safety evaluation of product technical complaint (ptc) received on 07-jul-2016: global ptc number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had heavy bleeding after essure (fallopian tube occlusion insert) insertion. She was planning on undergoing a partial hysterectomy with salpingectomy to remove the devices. This event, regarded as genital bleeding, is listed according to essure's reference safety information. During essure micro-insert therapy, genital bleeding or spotting may occur. In this particular case, consumer underwent an ultrasound and endometrial biopsy and no abnormalities were found. Considering the lack of an alternative explanation for the event and based on its nature causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered as incident, since a surgical intervention will be required for essure removal. No batch number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("patient had retain the essure or any portion of it after removal") and genital haemorrhage ("heavy bleeding/ uncontrollable bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2013, (B)(6) 2014) and wisdom teeth removal. She was not allergic to nickel or any other component of essure. Concurrent conditions included overweight (bmi 28.319), uterine bleeding, vaginal bleeding and nausea. Family history included myocardial infarction (father). Concomitant products included anovlar (loestrin) and clonazepam. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("severe menstrual pain/ severe menstrual pain"). In (B)(6) 2015, the patient experienced depression ("depression") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuations"). In 2015, the patient experienced menorrhagia ("uncontrollable, prolonged and heavy menstrual cycles/ bleeding for long periods of time (months)/ menstrual cycles would last months at a time with few days in between"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"). On an unknown date, the patient experienced pelvic pain ("pelvic pain (chronic)"), menstruation irregular ("irregular menstrual cycles"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), anxiety ("anxiety"), back pain ("back pain (dull and constant chronic)"), uterine pain ("uterus pain (intense, sharp, cramp)"), migraine ("migraines"), mood swings ("mood swings") and abdominal pain lower ("cramping"). The patient was treated with oral contraceptive nos, citalopram, midol [caffeine, mepyramine maleate, paracetamol], paracetamol (tylenol regular), contraceptives nos and surgery (total laparoscopic hysterectomy, removal of tubes, essure and uterus). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, menstruation irregular, fatigue, weight fluctuation, dyspareunia, abdominal pain, back pain, menorrhagia, uterine pain, migraine, mood swings and complication of device removal outcome was unknown, the genital haemorrhage and abdominal pain lower had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, uterine pain and weight fluctuation to be related to essure. The reporter provided no causality assessment for complication of device removal with essure. The reporter commented: there was no any complication or problem that occurred at the time of essure placement procedure. The patient tolerated the essure removal procedure well and transferred to recovery room in good condition. She has not sought medical treatment for alleged injuries of menstrual pain, abdominal pain, back pain, fatigue, weight fluctuations. Uncontrollable bleeding and cramping stopped as soon as she recovered from partial hysterectomy. Previous birth control use within 5 years preceding essure placement: condoms ((B)(6) 2010-(B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Biopsy uterus - in (B)(6) 2016: clear. Pregnancy test urine - on (B)(6) 2016: (B)(6). Ultrasound scan - in december 2015: nothing unusual discovered. Patient had essure confirmation test (dye type test) done result not provided. Surgical pathology report on (B)(6) 2016, diagnosis: uterus and cervix, hysterectomy-benign cervix, negative for dysplasia and malignancy, weakly proliferation endometrium, negative for hyperplasia and malignancy. Fallopian tubes, bilateral salpingectomy-benign bilateral fallopian tubes, no significant histologic change. CT abdomen and pelvis with and without contrast on (B)(6) 2016, impression was no acute intra-abdominal disease process, right ovarian cyst. Quality-safety evaluation of ptc: ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-oct-2017: plaintiff fact sheet received. Reporter and patient demographic details updated, onset date of event severe menstrual pain, depression, weight fluctuations, heavy bleeding updated. Event abdominal pain, back pain (dull and constant chronic) (onset date in late 2015/early 2016), uncontrollable, prolonged and heavy menstrual cycles/ bleeding for long periods of time (months)/ menstrual cycles would last months at a time with few days in between, uterus pain (intense, sharp, cramp) (onset date in late 2015/early 2016), migraines, mood swings, pelvic pain (chronic), cramping, patient had retain the essure or any portion of it after removal, complication of device removal were added. On 13-oct-2017: medical record received: other health professionals added as reporter, case became medically confirmed. Other relevant history, lab data and concomitant medications added. Processed with follow up number 3 (dated (B)(6) 2017). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 10-feb-2017: legal claim - drug and non-drug treatment for the adverse events, exams' dates, and essure removal date. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had heavy bleeding after essure (fallopian tube occlusion insert) insertion. She was underwent a partial hysterectomy with salpingectomy to remove the devices. This event, regarded as genital bleeding, is anticipated according to essure's reference safety information. During essure micro-insert therapy, genital bleeding or spotting may occur. In this particular case, consumer underwent an ultrasound and endometrial biopsy and no abnormalities were found. Considering the lack of an alternative explanation for the event and based on its nature causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered as incident, since a surgical intervention was required for essure removal. No batch number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.